Event description:
Olympus reviewed the article, "disposable cystoscopes do not decrease post renal transplant stent removal symptomatic infection rates". This retrospective study of post-renal transplant cystoscopic stent removals evaluated the effect of disposable cystoscopes on the rate of symptomatic urinary tract infections (utis) from march 2019 to march 2022. Symptomatic uti was defined as dysuria or hematuria with/without fever accompanied by a positive urine culture. Patients hospitalized for a uti were reviewed within 90 days after cystoscopy. 323 patients had post-transplant stent removals 123 patients: reusable scopes 2 patients: symptomatic uti¿s and positive urine cultures for escherichia coli and klebsiella. 200 patients: disposable scopes 4 patients: symptomatic uti and positive urine cultures for e coli, klebsiella, and enterococcus.